Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's drain volume was 3418 ml. The fill volume was 2000 ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she is aware of the patient's excessive drain. The nurse stated that the patient had a catheter issue which caused the patient to not drain properly. Furthermore, the nurse stated that everything has been resolved and the patient continued therapy. There was no patient injury or medical intervention. Product surveillance contacted the patient on (B)(6) 2010. The patient could not recall any details of this event. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the (B)(4) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found during evaluation. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.